Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for femoral trochanteric fractures. During the procedure, at the time of the blade (90 mm) insertion, the blade hit the upper part of the hole of the nail and could not be inserted. The surgeon retightened the connection between the nail, insertion handle, and aiming arm. He could not insert the blade and the tip was then broken. The surgeon replaced the blade and inserted the blade to the right position by hammering. The surgery was successfully completed with a thirty (30) minute delay. No further information is available. Concomitant devices reported: unknown nails: pfna (part# unknown, lot# unknown, quantity# 1) unknown nail insertion handles (part# unknown, lot# unknown, quantity# 1). Unknown guides/sleeves/aiming: aiming arm (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna-ii blade l90 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part: 04.027.053s, lot: 6l17021, manufacturing site: bettlach, release to warehouse date: 08.oct.2019, expiry date: 01.sep.2029. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.